Event description:
It was reported that, in approximately one year, the ventricular lead impedance increased from 2500 ohms to 3700 ohms, and now the lead is unable to capture at maximum output. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.